Manufacturer narrative:
A sample was not returned to bd for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5148762. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety shield came off during activation process on a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter. No serious injury, blood to mucous membrane exposure or medical intervention was reported.